Event description:
It was reported the patient experienced a change in the stimulation one week after implant. The patient could change the programs but it was not helping her legs. It was felt that reprogramming was needed. Additional information received indicated the event was attributed to the lead. The parasthesia had moved away from the legs resulting in intercostal/ventral stimulation. An x-ray was done which verified the lead had migrated. A surgical revision was done. The patient outcome was reported as "no injury."